Event description:
It was reported that an x-ray revealed that the lead had migrated and patient had an inadequate stimulation as a result. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well postoperatively. The explanted products will not be returned per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-1232. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: wavewriter alpha 32 ipg kit. Unique identifier (UDI) #: (B)(4).